Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported condition of a colleague infusion pump with error code 570.320 was not confirmed during product evaluation. The quality engineer assigned failure code 570:320:654:0000, found in the event history, to be the as determined problem code. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 570:320; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.